Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site. Subsequently the patient underwent skin revision surgery to excise skin at abutment and site and was treated with antibiotics (date and type not reported). The implanted device remains.